Event description:
The complainant alleged that the staff was attempting to defibrillate a pt (age and gender unk) in cardiac arrest. No energy was delivered to the pt (determined by lack of pt movement.) Subsequent evaluation of electrode, by the facility's clinical engineering dept, indicated that one of the two connector pins was pulled back within the connector. However, this condition has not yet been verified by the co. The complainant reported that this event did not contribute to the pt's outcome.